Event description:
Follow up with the physician's office revealed that the cause of the bleeding was due to the vns leads "eroding" into the jugular vein and the resulting vein repair. It was reported that the bleeding was easily controlled and expected. The respiratory issues were not related to the bleeding. The etiology of the breathing issues was unclear and required multiple intubations during the procedure. The patient was admitted to the ICU for vent management. The patient was able to be extubated the next morning.

Event description:
The patient was later referred for implant surgery to complete the vns replacement process. The surgery was completed and the new vns products were implanted.

Event description:
It was reported that during a vns generator replacement surgery, the surgeon had inadvertently cut the patient's vns lead. After the generator and lead were explanted, the surgeon attempted to find a good location on the vagus nerve to implant the new lead. At this point, the patient's heart rate dropped and the patient was administered epinephrine to bring the heart rate back up. It was noted by a nurse that the patient lost approximately 500 ml of blood. However, it was not stated that this constituted a significant amount of blood loss. It was noted that the patient was also having trouble breathing. The surgeon did not feel comfortable with continuing the surgery at this time and sent the patient to ICU. No new products were implanted into the patient during the surgery. No additional relevant information has been received to date.